Event description:
It has been reported that poly tibial insert would not seat fully onto metal baseplate. Another insert was opened and snapped into place. There was no adverse consequence for the pt.